Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the bluetooth adapter not connecting to the heartmate touch tablet was not confirmed. No product was returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event (including if the issue was resolved, troubleshooting steps, and if any equipment will be returned for analysis); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. The heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting guide¿ provide troubleshooting steps to resolve issues related to the heartmate touch, including the connection failed - heartmate touch app error message. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a6: no patient involved. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the heartmate touch wireless adapter would not connect to the heartmate touch tablet. The adapter had a rapid blinking light but would not connect to the tablet. The heartmate touch was restarted without remedy.